Manufacturer narrative:
The lot number was provided and a lot history review was completed. The device was not returned for evaluation, but medical records were provided and reviewed. The investigation confirmed for positioning issue, but unconfirmed for patient device interaction problem. A root cause could nt be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model md800f vena cava filter allegedly experienced positioning issue and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no reported consequences. The (B)(6) year old male patient's weight was not provided.